Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the ac power module needed to be replaced. No symptom related to the ac power module was reported by the customer. There was no patient involvement.